Event description:
The customer's blood glucose was unknown. It was reported that the customer was receiving an error on his insulin pump that he had not seen previously. The customer stated that he was able to clear the error but it would return a few days later. Upon checking the alarm history of the insulin pump, the customer stated that he received a low reservoir alert, low battery alert and a no delivery alarm. The customer stated that his insulin pump would show an error of ac1. The error notification would only go away after changing the battery. The customer's insulin pump passed the self test. Advised customer to monitor the insulin pump and call back if the issue occurred again. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.